Event description:
At the end of a primary surgery to implant an amistem h stem, a femur distal fracture was detected. For this reason, a revision is performed the same day in order to implant a quadra-r stem. The amistem was removed, a cerclage was performed, the canal was prepared and the quadra-r was implanted. No anomalies detected after the revision. Medacta was informed on (B)(4) 2013. Ref MFR report # 3005180920-2013-00143.